Event description:
The customer received intermittent questionable calcium results during a period of several months. She provided calcium results for eleven patient samples. Calcium results for five of the patients were discrepant. Patient 1, initial calcium result was 7.8 mg/dl (accompanied by a data flag). The sample, repeated twice, gave 8.9 mg/dl and 8.4 mg/dl. Patient 2, initial calcium result was 7.2 mg/dl (accompanied by a data flag). The sample, repeated twice, gave 9.2 mg/dl and 9.0 mg/dl. Patient 3, initial calcium result was 8.0 mg/dl (accompanied by a data flag). The sample, repeated twice, gave 9.4 mg/dl and 8.8 mg/dl. Patient 4, initial calcium result was 8.4 mg/dl. The sample, repeated twice, gave 9.4 mg/dl and 8.5 mg/dl. Patient 5, initial calcium result was 8.3 mg/dl (accompanied by a data flag). The sample, repeated twice, gave 9.1 mg/dl and 8.3 mg/dl. Erroneous calcium results were reported outside the laboratory and corrected reports were sent for all five patients. Patients were not affected by the event. The calcium reagent lot numbers were 62492901 and 62601901. The field service representative determined a fluidics failure of the probe rinse valves caused the discrepancies. He replaced the valve assemblies and the sample probe. The customer ran calibration and quality control which was acceptable.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.